Event description:
The zenith three-piece modular graft was deployed without incident. Prior to the proceudre, the left hypogastric artery was embolized, in preparation to land the contralateral iliac leg graft in the external iliac artery. Upon deployment, the contralateral iliac leg graft was noted to land at the intended landing zone. Ipsilateral iliac leg graft was deployed landing at a location proximal to the right hypogastirc artery. During the final angiogram a distal type I endoleak was viewed on the ipsilateral side. In order to preserve patency of the right hypogastric artery, a main body extension of a larger diameter was deployed distal to the ipsilateral iliac leg graft. Completion angiogram noted a resolve to the endoleak and successful exclusion of the aneurysm.